Manufacturer narrative:
Based upon the clinical assessment, the reported event has been confirmed. The clinical review identified the following factors that may have contributed to the patient outcome: product use was incongruent with the IFU due to: the lack of an abdominal aortic aneurysm, chronic right common iliac artery occlusion; bifurcation diameter less than 18 mm with circumferential calcifications; and, less than a 10 mm diameter of the left common iliac artery; access morphology that involved diameters of less than 6.5 mm. This difficult anatomy most likely contributed to this event. Notably, this patient was on antiplatelet therapy (aspirin and plavix) prior to the stent placement.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the pt. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the pt had a procedure on (B)(6) 2015 with a limb aortic extension. During the procedure, the doctor was performing an aui case and the iliac was heavily calcified. Before advancing the sheath the physician ballooned with a 8x4 balloon. It appeared to have opened up the vessel. The sheath was then advanced and the limb extension was placed and ballooned with a 10x4. Then the 17fr sheath was re-advanced and was hanging up in the vessel. The physician elected to try a new sheath after multiple attempts. During the removal of the sheath, there was an iliac vessel on the removed sheath. The pt was internal bleeding and the physician immediately cut down to stop the bleeding of the vessel. During this time the pt coded twice on the table. The team of physicians revived the pt both times. However, the iliac was repaired with a gore tube graft and sutured it to the limb and the native vessel. The pt was in critical condition and then deceased later that day. `